Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury, no product malfunction occurred. The product information for use stated that the dressing is not intended for use within internal body cavities or within closed wounds. Follow-up information has been requested, but no additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint reporting an adverse event with the dressing. Reporter stated that a patient underwent surgery in (B)(6) 2016 and the surgeon used the dressing to pack the surgical cavity. Reporter stated that the surgeon "made the presumption that the dressing is dissolvable" and sutured the wound closed leaving the dressing in the cavity. The patient experienced ongoing problems with the wound and it was eventually found that the dressing had been left in the wound; the patient underwent surgery to have the dressing removed. Reporter did not provide further patient details including treatment or outcome.

Manufacturer narrative:
This supplemental report is being submitted to correct model# to unknown as the reported model# 420673 was incorrect as only the brand name was available for the reported event which was submitted on the initial MDR, MFR report# 1000317571-2016-00034 on march 30, 2016. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on may 09, 2016. (B)(4).